Event description:
It was reported that during a low anterior resection procedure, the surgeon put the powered echelon through trocar and tried to open the jaw as the manual but it didn`t open. He pushed the gray lever(open lever) and then it fired itself. It was the first firing of the device. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: just for clarification, did the manual override not work? He didn`t try manual override. It just fired. Did the device eventually open? Yes.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with one ecr60g cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.